Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the infection was confirmed to be at the implant site and the patient was treated with oral antibiotics (specific date and duration not reported).